Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels were in the 350's mg/dl range and manual injections were administered to address the bg levels. The customer reported performing troubleshooting on their own and would find the issue to be with the cartridge. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to verify a possible cause of the occlusions. During a follow-up call, the customer reported an additional occlusion alarms. A system check was performed and the occlusion alarm was found to be within the cartridge. The customer reported alternate therapy was available for insulin therapy.